Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review device history records was unavailable. Expiry date - unknown as the product identification necessary to obtain manufacturing history was not provided. Date implanted - unknown. Manufacture date - unknown as the product identification necessary to obtain manufacturing history was not provided. (B)(4).

Event description:
It was reported that patient underwent hip arthroplasty on an unknown date and that a subsequent revision procedure was performed on (B)(6) 2011 due to instability and dislocation. Only the femoral head was removed and replaced. No further information has been provided to date.